Manufacturer narrative:
Investigation summary: bd received 5 samples and 3 photos for investigation. The photos and samples were reviewed and the customer¿s indicated failure mode for embedded foreign matter in tube and on hemoguard shield was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter in tube and on hemogard shield . Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: dirty tube x4. Dirty cap x1.